Event description:
Healthcare professional reported a lap-band "leaking tube right near the band". The problem was first noticed when the pt reported "gaining 14 lbs and no restriction". The lap-band tubing and port were removed and replaced.

Manufacturer narrative:
Taper ii. (B)(4). The product associated with this report was returned however the device analysis results are pending at this time. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual exam may determine the connector type associated with this report. No additional info has been reported to allergan regarding the serial number of the device. Device labeling addresses the possible outcome of leakage as follows: 'deflation of the band may occur due to leakage from the band, the port or the connector tubing.'